Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor leaked during filling. The location of the leak could not be determined. There was no patient involvement. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured august 31, 2016 ¿ september 1, 2016. The folfusor unit was received for sample evaluation. A visual inspection via the naked eye noted traces of ¿oily¿ liquid located on the inner wall of the housing. The oily liquid was identified to be silicone oil via ftir spectroscopy testing. Silicone oil is applied on the bladder during the manufacturing process to ensure a pliable expansion/contraction of the bladder during filling and infusion of the chosen therapy. Residual silicone oil on the inner wall of the housing is considered a cosmetic issue and has no impact on the functionality of the product. A functional test was performed and no evidence of a leak was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.